Manufacturer narrative:
This complaint was involved with two devices. Device 1 is being reported under MDR-2247858-2022-00157 and device 2 is being reported under MDR-2247858-2022-00158.

Event description:
The contralateral 13f outer diameter leave behind sheath was employed for delivery of the terumo aortic balloon. The new, unused balloon was tight and resistance was noted during device delivery. Graft molding was then performed without difficulty. During removal of the balloon, again, resistance was met. At this point, the sheath was noted to be compressed in length. Due to concerns for sheath integrity, the entire system was removed over the guidewire and replaced with 11fx10cm terumo pinnacle sheath. A separate new balloon was employed to complete the molding process via the 18f outer diameter sheath. Patient outcome - "no immediate patient consequences were observed. Arteriogram of the groin was performed without injury noted."

Event description:
The contralateral 13f outer diameter leave behind sheath was employed for delivery of the terumo aortic balloon. The new, unused balloon was tight and resistance was noted during device delivery. Graft molding was then performed without difficulty. During removal of the balloon, again, resistance was met. At this point, the sheath was noted to be compressed in length. Due to concerns for sheath integrity, the entire system was removed over the guidewire and replaced with 11fx10cm terumo pinnacle sheath. A separate new balloon was employed to complete the molding process via the 18f outer diameter sheath. Patient outcome: "no immediate patient consequences were observed. Arteriogram of the groin was performed without injury noted."

Manufacturer narrative:
This complaint was involved with two devices. Device 1 is being reported under MDR-2247858-2022-00157.